Event description:
On (B)(6) 2010, pt reported the rubber casing on the side of his infusion device detached from the infusion device. Pt stated, he can see the hard plastic of the infusion device underneath the rubber around the up/down buttons. Pt reported, the up button is also giving him issues. Pt stated, he has to press really hard in order to bolus with the button. Pt reported, he noticed the issue about 2-3 days ago while attempting to perform a bolus. Pt stated, he has to press extra hard on the up button for it to work. Pt reported, the buttons do pop back up most of the time, but occasionally the up button has been stuck. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.